Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same cobas liat which yielded a negative result for all targets. A new sample was collected and tested on the same and a different cobas liat which yielded a negative result for all targets. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing according to expected statistical variances in detection.